Manufacturer narrative:
The sonicare brush head is an accessory to the flexcare power toothbrush. Device manufacture date: information not provided.

Event description:
Consumer complained about bristles falling off in their mouth, causing them to choke.